Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. However, one representative sample was returned from the customer in support of this complaint. The customer's indicated failure mode for leakage was not observed as the sample met specifications. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate.

Manufacturer narrative:
Investigation: a sample or photo was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while giving a vaccine to a child using a bd eclipse¿ needle, the vaccine leaked on the child¿s skin. Leakage came from where the needle and syringe connect. There was no report of injury or medical interventions.